Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "1 bent prong ref# 05020-150-0160 lot# 0473. Delay in therapy: unknown. Need for medical intervention: unknown. Human harm: unknown. "